Manufacturer narrative:
The customer stated that she was applying control solution directly on the test strip. As per contour next control user guide, do not apply control solution to your fingertip or to the test strip directly from the bottle." The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that she performed a control test using the contour next one meter and obtained a reading of 199 mg/dl at 9:30 a.m. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. During the call, customer ran three additional control tests and the readings were properly marked as control tests. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next one meter for evaluation. No test strips or control solution were returned. Lot # 9bv2g42 of the contour next control solution was involved in the event, however, this lot was not available for in-house testing. Therefore, the returned meter was tested with the in-house contour next test strips and in-house contour next control solution from lot # 9bv2g48, which gave a satisfactory performance. All control readings obtained during in-house testing were properly marked as control tests in the meter's memory.